Event description:
It was stated that: "pt initially received an l4-si alif/posterior spinal fusion on (B)(6) 2012. On (B)(6), pt came into clinic for a follow up appointment. The pt is asymptomatic but is complaining about an extremely loud "squeaking" upon movement. Surgeon confirmed that with motion the pt's hardware squeaks."

Manufacturer narrative:
Additional info has been requested and if made available will be reported as supplemental. Method, result and conclusion codes will be made available following an engineering evaluation. Report is filed on screw, a rod and blocker are also part of the construct. If product becomes available and lot numbers become known, separate reports will be filed at that time for the rod and blocker.